Event description:
It was reported that the motor drive unit "slault". This was noticed before the procedure; therefore, no patient was involved. Results of investigation have concluded that this unit had a jammed motor/blade stall error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.